Event description:
This lead was implanted in (B)(6) 2007 and remains implanted at this time. It was noted on (B)(6) 2013, during generator replacement, device was programmed vvi, ra lead used for discrimination. After pocket and wound closure, when patient moved off bed, noticed signals on a lead drastically change, appeared a lead not satisfactorily connected to ra port. Physician requested ra discrimination be turned off rather than re-open pocket. Device remained vvi programming. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).